Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. This case is being reported due to the broken pitch cable found during failure analysis.

Event description:
It was reported that during a da vinci prostatectomy procedure, the jaws were misaligned on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.